Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 6 months post-implant, it was reported that the patient experienced driveline fault alarms. Attempts were made to clear the alarm; however, the alarm returned. It was also reported that the patient shortly disconnected the driveline and reconnected it which cleared the alarm. The patient was asymptomatic during the events. The patient¿s driveline was evaluated and no areas of damage were seen. Continuity testing was performed with no evidence of broken wires. X-rays of the external driveline found no signs of damage; however, a small area of concern was noted internally just prior to the driveline exit site [at the skin]. A review of the system controller data log file did not show any abnormalities to any of the conductors. Two of the patient¿s system controllers were exchanged. During the manufacturer¿s evaluation, a pump stoppage was seen in the patient¿s event history.

Manufacturer narrative:
The patient age was not provided. The approximate age of the device is 2 years and 6 months. The pump remains implanted and in use by the patient; therefore, was not available for evaluation. Two system controllers ((B)(4)) were returned for evaluation. Both system controllers were functionally tested and were found to function as intended with no alarms reproduced. Review of the patient¿s event history indicated driveline fault alarms along with a temporary pump stoppage. Although the root cause of the pump stop event could not be conclusively determined, the pump stop event may have occurred as a result of the patient quickly disconnecting and reconnecting the driveline in order to clear the driveline fault alarm as reported. The patient remains ongoing with the pump with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
Additional information received - no further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that on (B)(6) 2015 the patient experienced another driveline fault alarm and was readmitted into the hospital. The alarm was silenced with the system monitor; however, the alarm reappeared 10 minutes later. X-rays were performed and indicated suspicious kinks in the patient's driveline; therefore, a decision was made to exchange the pump. During the pump exchange on (B)(6) 2015, adhesions to part of the driveline were seen and a portion of the driveline remained implanted. The hospital team suspected the issue was a driveline break and not the pump as the pump was working as intended. The pump was not available to be returned to the manufacturer.